Event description:
It was reported that impedances >10000 ohms were measured on the extensions during the implant procedure. The lead impedances were good. Replacing the extensions resolved the issue. There were not any patient symptoms or complications associated with the event. See manufacturer¿s report #6000153-2015-00051 regarding the concomitant product involved with this event.

Manufacturer narrative:
Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).